Event description:
New information received notes that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, the atrial lead continued to exhibit out of range capture thresholds and low pacing impedance. It was additionally found that the atrial lead also exhibited p-wave amplification variation. The right ventricular (rv) lead was found to exhibit a recurrence of out of range capture threshold, and was additionally found to be exhibiting r-wave amplification variation and increased pacing impedance. The patient was stable.

Manufacturer narrative:
The reported events were low pacing impedance, oversensing and unacceptable threshold were confirmed. A complete lead was returned in one piece for analysis. Final analysis found an external insulation abrasion at 20.9 cm to 21.3 cm from the connector pin, breaching the outer insulation and exposing the outer coil, caused by friction to the device can. The outer insulation and inner insulation were also breached and damaged at 30.0 cm to 32.5 cm from connector pin in clavicle crush region due to clavicle crush forces. The cause of the reported events was due to the exposure of the outer coil in the abrasion area and the damaged outer insulation and inner insulation in clavicle crush region.

Event description:
New information received notes that the right ventricular lead and the atrial lead were both explanted and replaced. Patient condition was stable before, during and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2017865-2021-29224. It was reported that the remote transmission was received and revealed that the atria lead had low out-of-range pacing impedance as well as over-sensing noise, out-of-range capture threshold and inappropriate mode switch. It was also revealed that the right ventricular (rv) lead had out-of-range capture threshold. No intervention was performed. Patient condition unknown.